Event description:
Patient reported the menu and up button on the infusion device is sometimes without function. Patient stated when the infusion device is performing a self-test there are also four vertical lines visible on the display. Patient reported that after changing the battery the infusion device lost time and date. Patient stated she also missed the acoustic sound during bolus delivery. Patient reported a blood glucose level of 178 mg/dl; took correction via the pen. Patient's normal blood glucose level was not provided. No further information available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to a careless handling of the product. Result the soft-component of the up button is worn down heavily. Therefore, moisture may enter the insulin pump and caused damage to the pump electronics; therefore, lost of time and date settings can be possible. The buttons were tested successfully and the functionality fulfill the product specification. The display was visual successfully inspected and it also comply with the specification. The problem mentioned by the customer is related to careless handling of the product.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.